Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. The following information was provided by the initial reporter. The customer stated: I am taking the liberty of bothering you because we are having problems with our 5 ml dry gel tubes.

Manufacturer narrative:
The following field was updated due to additional information: b.5 describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up, red cell ring and hemolysis. The following information was provided by the initial reporter. The customer stated: I am taking the liberty of bothering you because we are having problems with our 5 ml dry gel tubes. Hemolysis. Red cell hang up. Red cell ring. These 3 observations were observed at the bioalliance technical platform of human rights.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up, red cell ring and hemolysis. The following information was provided by the initial reporter. The customer stated: I am taking the liberty of bothering you because we are having problems with our 5 ml dry gel tubes. Hemolysis. Red cell hang up. Red cell ring. These 3 observations were observed at the bioalliance technical platform of human rights.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and hemolysis was observed. No red cell ring was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up, red cell ring, and hemolysis based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up, red cell ring and hemolysis. The following information was provided by the initial reporter. The customer stated: I am taking the liberty of bothering you because we are having problems with our 5 ml dry gel tubes. 1) hemolysis, 2) red cell hang up, 3) red cell ring. These 3 observations were observed at the bioalliance technical platform of human rights.